Event description:
On 4/28/2022, it was reported by a sales representative via email that ar-8550bc bone cutter is creating debris during use. All debris has been removed from the clavicle using a shaver to remove the metal shaving along with the use of a burr to finish the distal clavicle excision. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2022. Case was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.